Event description:
Nellcor puritan bennett received information suggesting that a copd patient was alleging she was suffocating while using a 425 goodknight CPAP unit.

Manufacturer narrative:
The patient had end-stage copd, not sleep apnea. As per hospice "patient insisted in using device 24/7, patient was clinging to the machine to survive". Patient only came off the device by lifting the mask to eat. Hospice has been informed that the unit is not labeled for life support. The device was inspected and tested by the dme, unit tested according to dme's specs. Nor hospice or dme believe the unit contributed to patient's death. Unit is now being utilized on a new patient.